Manufacturer narrative:
(B)(4).

Event description:
See also MFR report # 3004209178-2010-09496. It was reported that the pt experienced a shocking or jolting sensation in the "ear and down the jaw," for "several days." The pt was to meet with the physician on (B)(6) 2010, to check the pt's device. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not yet received at the time of this report. A follow-up report will be filed if add'l info becomes available.